Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (sleep/wake button unresponsive; screen unresponsive; screen visibility) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device screen was damaged, and a replacement was issued while the original was pending return. Symptoms included no adverse clinical effects and no blood glucose impact. Outcomes included no interruption to therapy and no alerts or alarms. Investigation included complaint handling and logistical confirmation of device exchange. Investigation of this device revealed physical damage to the display assembly without evidence of a functional malfunction or impact to glycemic control. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device performance.